Event description:
The user facility reported to have utilized the loop cutter to attempt to remove sutures from the patient. The users reported to have successfully cut two sutures, but on an attempt to cut a third suture, the device became stuck. The users cut the proximal end of the loop wire near the handle, and withdrew the endoscope. The users subsequently reinserted the same endoscope alongside the length of the loop wire that remained inside of the patient, and utilized a non-olympus hot biopsy forceps to cut the suture and detach the loop cutter. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. The users stated not to have been aware that the loop cutter was not designed to cut sutures. The device referenced in this report was not returned to olympus for evaluation. Based on the information provided, the cause of the reported phenomenon was determined to be due to user error, as the subject device is not intended to cut sutures. The fs-5u-1 instruction manual states in the intended use section: "this instrument is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The fs-5u-1 instruction manual also states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g. Maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers. This report is being submitted as a medical device report in an abundance of caution.